Event description:
Caller reported their pump screen was not functioning and would not turn on. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.